Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the passive planar probe was bent. The site brought out another passive planar probe and was able to navigate through the case. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
H3, h6) with markers attached and fully seated, the returned probe displayed a high geometry error. The support arm for marker #3 was bent causing the high geometry error. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.